Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products used: product name: carto® 3 system; us catalog: fg540000; serial #: (B)(4). Product name: coolflow® irrigation pump; us catalog: cfp002; serial #: (B)(4). Product name: soundstar® 3d diagnostic ultrasound catheter; us catalog: sndstr10; lot #: unknown. A notification has been sent to the corresponding manufacturer in regards of the non-bwi products used in this event (st. Jude medical - catheter and agilis sheath). Manufacturer's reference # (B)(4) are related to the same event. (B)(4).

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a stockert 70 rf generator, patient suffered a bronchial pericardial fistula, which required further hospitalization. The patient had no medical history. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Settings during the event include: power control mode, settings at 20 ¿ 30 watts, irrigation flow at 17 ml/min and non-bwi product sheath (B)(4).